Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase, pericardial effusion was confirmed by intracardiac echocardiography (ice). While using a soundstar® eco diagnostic ultrasound catheter, they saw the effusion getting bigger. Pericardiocentesis was performed to drain 200cc of fluid from the pericardial space. The patient was reported in stable condition. Extended hospitalization was required as a result of the event. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, and the physician is not sure on if the event was caused by the stsf or the soundstar catheter. The ablation catheter (stsf) was utilized to map fast anatomical mapping (fam). The soundstar catheter was utilized to create sound (point-by-point) maps. Transseptal puncture was performed during the case (no details of the products used). No ablation was performed prior to the event. The catheter irrigation was set at low flow. The force visualization features used included dashboard, vector, graph and visitag. The parameters for stability used with the visitag module were range ¿ 2 mm, time ¿ 3 sec and force over-time (fot) ¿ 25 % over 3 g. Respiratory fated was used as additional filter. Tag index and time were selected as coloring options. Since the event is life threatening and required surgical intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. With the information available, this event is being conservatively reported under both the stsf and soundstar catheters. The thermocool smarttouch (stsf) catheter is being reported under manufacturer's report number: 2029046-2020-01633.